Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the withdrawal of the angio-seal insertion sheath assembly, the tamper tube was not released from the insertion sheath. Hemostasis was achieved with the same device. There were no other devices or equipment used with the reported product. Additional information was received on 16oct2020. The procedure being performed prior to the use of the angio-seal device was a neuro-interventional procedure. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. The doctor was able to pull the tamper tube out of the insertion sheath during the withdrawal of the angio-seal sheath assembly. They proceeded with normal angio-seal deployment. Hemostasis was achieved by the subject device. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the device was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.